Manufacturer narrative:
D9: 29-jul-2025. D4, d5, h4: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed the device powered up with error code 46011 indicating the microprocessor needs an update unexpectedly. The cause of error code 46011 was traced to the printed wire assembly (pwa). The pwa was replaced to address this issue.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a black screen and was alarming. There was no reported patient involvement.